Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The balloon has an 11 mm longitudinal tear starting 0.5 mm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.00 mm x 15 mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.